Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the clogged drain noted during surgery? Or post operatively? It was noted another drain tube was used. Did the patient have to be reoperated on to place the new drain? Please provide the lot number. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery, on (B)(6) 2018 and a drain was used. Negative pressure could not be applied. Another drain tube was used for the patient and completed. The nurse commented that there is possibility that the drain was clogged since used as hemostatic. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: was the clogged drain noted during surgery? Or post operatively? No information. It was noted another drain tube was used. Did the patient have to be reoperated on to place the new drain? No information. Please provide the lot number. No information. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. The actual sample was returned for evaluation. During visual inspection of the drain, no non-conformities were detected, the drain is intact. There are a lot of dry tissue remainders inside the fluted part of the drain. During the functional inspection the drain functioned properly. The evaluated sample was found to be fully functional.